Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient believed her vns was malfunctioning. Clinic notes were later received indicating that patient was experiencing painful stimulation in her neck and increased seizrues. The patient was previously seen at the ER for the event and provide pain medication but was discharged as the medication did not bring relieve. The patient was seen by her neurologist and the vns was disabled and medication was increased. The disablement reportedly resolved the adverse events. The patient played rugby prior to the event and is not sure if there was any trauma to the device causing the events. Chest xray was completed and the md reports no signs of vns complication. Lead impedance within normal limits. No other relevant information has been received to date.